Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a protégé everflex with a 6fr sheath and 260cm non-mdt stiff glidewire for treatment of a calcified cto (chronic total occlusion-100%)120mm x 5mm lesion in the left mid superficial femoral artery. The procedure was reported to be completed without issue. Following the procedure, it was discovered the device was expired.